Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a no external power alarm active on (B)(6) 2022 was confirmed via the submitted log file. The heartmate mobile power unit (serial number (B)(6) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 7 days (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp).the log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 18:28:08 to 18:28:13. During this time, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event; however, provided information stated that there is no documentation in the patient¿s regarding this cs and the vad tech is no longer able to answer questions. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files revealed low voltage hazard, power cable disconnect and no external power alarms on 08sep2022 from 18:28:08 to 18:28:14 due to a loss of ac power while connected to the mobile power unit (mpu). An additional no external power alarm also activated on 01jan2000 from 0:14:47 to 0:15:02 due to a total loss of power occurring while connected to the mpu; the clock was not set during this event. The system controller backup battery supplied power to the system and pump function was not interrupted during the losses of power that occurred while connected to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.